Manufacturer narrative:
All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: section d4 (expiration date) and h4 (device mfg date) were updated based on the returned product download. Section d7a (single use device) has been updated. Sensor 0m000a19tmw has been returned and investigated. The sensor plug is properly seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with an event code for brownout reset (temporary loss of power). No failure modes were observed upon visual inspection of the sensor plug assembly. The sensor was reprogrammed and activated but remained in sensor state 6. The returned sensor was sent for further investigation and de-cased. The battery was replaced, and linearity and accuracy testing were performed. All results were within specifications. This complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release.